Event description:
The hospital reported t.w. Power supply insufficient coagulation performance - current is too weak. Power setting at 3. The adaptor cable was replaced but without success. The procedure was successfully completed with a different device. Slight delay in the procedure due to power supply replacement. No harm to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.